Event description:
Caller reported aviva system blood glucose results of 418 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, 170 mg/dl, and 146 mg/dl within 10 minutes. He washed his hands after the 170 reading and before 146 reading. He said he had orange juice on his hands for the readings of 418, hi, and 170. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.